Event description:
Customer reported decrease of the eye tracker's ability to track. Add'l info has been requested for this case.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).